Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
Cracks on the inner side of the grip parts were found upon inspection of the returned loner kit from the hospital. There was no report from the hospital on this issue. Therefore, it is unk as to how these cracks were formed.